Event description:
It was reported that a cartridge alarm occurred during insulin delivery and ongoing intermittent occlusion alarms occurred. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg level via correction injection via manual dose injection.